Event description:
It was reported that the 8.0 x 80 mm absolute pro vascular stent delivery system was advanced into the patient anatomy to treat a target lesion in the heavily calcified left common iliac artery. The stent was deployed without difficulties; however, during removal of the stent delivery system, the delivery system nose cone caught on the stent and pulled the stent proximally out of position. A 2nd absolute pro vascular stent delivery system was then advanced through the previously deployed stent and the 2nd stent was deployed at the distal segment of the lesion. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.